Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with "less than or equal to 300" units of insulin. Reportedly, customer loaded a new cartridge to resolve the issue. The customer's blood glucose (bg) level was displayed as "high"; however no specific value was provided. Customer administered a manual injection to address bg.